Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked display at the bottom right side corner, cracked case at the display window corners, cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers on the screen of the insulin pump were scrolling up when trying to deliver a bolus. No button error alarm appeared. Blood glucose value is 137 mg/dl. Nothing further reported.